Event description:
Covidien received info that the 840 had vent inop condition due to water ingress from the hospital's central air system. There was no pt involvement. Covidien was not authorized to service the device at this time.